Event description:
Gyrus acmi everest bipolar macro jaw forceps utilized for total laparoscopic hysterectomy, during case 1st device handle became loose, paddles would not open/close. Device was replaced with a 2nd device and then the handle of this device "broke" and would no longer open/close. (2 defective devices). Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic total hysterectomy.